Event description:
It was reported to boston scientific corporation that a sensation snare device was used for the polyp found in the digestive tract in the colon during an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, the wire had been tightened; however, the polyp could not be cut. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.